Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pc unit front case needed to be replaced due to unresponsive keypad that will not power on the device. There was no patient involvement.